Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies found. It was noted that the distal and proximal conductors were distorted. The analyst commented extrinsically the lead was kinked, buckled and damaged at implant.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there the proximal and distal conductors were kinked/buckled, and the lead appeared damage at implant. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead threshold and r wave amplitude and impedance would not stabilize. The lead body was noted to have an abnormality on xray at the suturing sleeve and the lead was explanted and replaced. No patient complications have been reported as a result of this event.